Event description:
Allegedly pt had severe allergic reaction. Had localized reaction shortly after surgery. On 2/24 had rash and anaphylactic shock 4 weeks post. Massive facial swelling. No latex allergies. The dr doesn't want to remove this and he doesn't think this caused the reaction. Per voluntary medwatch, "47 y/o male. 200 lbs. Urticaria/edema (started 2 days post op). Possible early analhylaxis (hospitalized 2/24). No other allergies. Prior exposure to silicone (2) compound for furniture treatment. All allergy tests pending."